Manufacturer narrative:
Supplier evaluation confirmed that the scu contributed to the event customer's description of failure has been verified. Unit had a faulty light caused by a shorted out component on the front panel board. As a result the effected component requires replacement followed by applicable tests to ensure proper operation.the scu fault and the cable damage will be trended and monitored in a medtronic hardware anomaly tracking database.part replacements resolved the reported issue.

Manufacturer narrative:
After the replacement of the components reported on the initial report and follow-up #1, it was determined issue was not resolved; the issue recurred as reported in MDR 1723170-2015-00899 and MDR 1723170-2015-00900. After the recurrences, several components were returned and the analysis of each is as follows: replacement positioning sensor unit (psu) shipped to site. Medtronic investigation of suspect psu, returned on (B)(6) 2015, finds that the returned psu has many nicks and scratches. When connected to a known good system, the psu powered up and tracked normally. The psu was allowed to run uninterrupted overnight. There were no cycling events during this time. However, the psu failed an aak test at .42 mm. Physical damage to the psu. Electrical failure - failed diagnostic test. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Medtronic investigation of suspect surgeon lcd assembled cart, returned on (B)(6) 2015, finds that the returned system has several cosmetic defect areas including scratches, dings, scrapes on edges of cart. And front skins and display skins. Display image area of both monitors are good, no noted scratches. Lcd display cover separated at lower fold crease. Replace. Display image is normal. All fully functional. No fault found. Medtronic investigation of suspect s7 staff assembled cart, returned on (B)(6) 2015, finds that while systematically inspecting this system, the following condition occurred: system was running normally and navigating. System was shut-down via software. When re-started the camera (polaris spectra system control unit, scu) immediately went into an alarm state (internal scu alarm) and power light was not illuminated however the tool ports registered connection and scu was connecting to psu and computer. System was navigating in this state. Power cycling the scu at the scu would stop the alarm condition and would function and display led¿s lit correctly. Power cycling the scu only did not/would not repeat the condition. Fully powering down the entire system (hard or soft shutdowns) and then powering back on and the scu alarm condition is very repeatable (also noted at this time the scu power switch ¿feels¿ compromised, not rocking smoothly and or positively locking in position. Replacing the scu and repeating the above test steps and the fault condition did not recur. Running system for the last 72 hours did not result in any optical system communications dropouts (with original scu). Repeating extending run time monitoring with replacement scu installed. Previous fault condition is cleared and not repeatable. All other components in the optical navigation chain are functional/not compromised. System passed electrical safety testing, psu aak, optical pegboard and all functional checks. Electrical failure - scu audible alarm. Note: system has several cosmetic defect areas including scratches, dings, scrapes on edges of cart, and front skins and display skins. Display image area of both monitors are good, no noted scratches. Initial inspections included hdd and ram checks¿no faults. Replacement camera (scu) shipped to site (B)(6) 2015. Medtronic investigation of suspect scu returned on (B)(6) 2015, finds that the returned unit will repeatedly get "stuck" in an alarm state when powered on in the system. Power cycling at the scu does not cause the fault. When in alarm mode, power light is out, however, unit is functioning/navigating with psu. This fault mode was repeated in another full s7 system. Failure - locks in alarm mode at power on. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Replacement surgeon lcd cover shipped to site (B)(6) 2015. Medtronic investigation of suspect surgeon lcd cover, returned on (B)(6) 2015, finds that the returned cover has separated at the lower crease. Customer had taped it back together. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Since the replacement of the above components there have been no further issues have been reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. (B)(4). An i.t solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, their navigation system camera was cycling. In trouble-shooting, camera cables were re-seated and the issue was resolved. Normal function was restored. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. (B)(6) 2015 - a medtronic representative performed a navigation system check-out, all areas passed except hardware. Optical communication failure: intermittent disconnect on camera. It was determined the camera is cycling intermittently and now the footswitch does not work. Re-seated the 3 cables going from bob to the scu, no resolution. Re-seated serial cable going from scu to the I/o hub, camera cycling stopped and foot-switch function restored. Probable cause: intermittent communication due to serial cable. Return requested. Replacement cable scu to I/o hub shipped to site (B)(4) 2015. Medtronic investigation of suspect cable scu to I/o hub, returned on (B)(4) 2015, finds that returned cable was found to be in good condition with no damage to the cable of connectors. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. Return requested. Replacement pca I/o hub enclosed shipped to site (B)(4) 2015. Medtronic investigation of suspect pca I/o hub, returned on - - (B)(4) 2015, finds that when connected to a known good system the I/o hub was found to be fully functional. All usb hubs are functioning normally as well. The set-up was allowed to run continuously for 24 hours and did not have a cycling event. No problem found. Device found to be fully functional. Return requested. Replacement power supply multi out 350w shipped to site (B)(4) 2015. Medtronic investigation of suspect power supply multi out 350w, returned on (B)(4) 2015, finds that when connected to ac all outputs measured in the normal range. No problem found. Device found to be fully functional. Return requested. Replacement cable usb-a to usb-b 1m shipped to site (B)(4) 2015. Medtronic investigation of suspect cable usb-a to usb-b 1m, returned on (B)(4) 2015, finds that the returned cable was found to be in good condition with no damage to the cable of connectors. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported the camera still intermittently cycling after part replacement, sending external and internal camera cables and replacement scu. Return requested. Replacement cable ext scu to r/a psu shipped to site (B)(4) 2015. Medtronic investigation of suspect cable ext scu to r/a psu, returned on (B)(4) 2015, finds that the returned cable has been crushed at about 74 inches from the right angle lemo connector cutting the cable jacket and several of the internal wires. A continuity check revealed opens for wires 2, 6 and 10. Physical damage ¿ cable-cut, damaged return requested. Replacement scu polaris camera shipped to site (B)(4) 2015. Medtronic investigation of suspect scu polaris camera, returned on (B)(4) 2015, finds that at power up the scu functioned normally without the fault light on. A check of the event log revealed an intermittent internal strober error. Electrical failure ¿ system fault code ¿ internal strober error return requested. Replacement cable int scu to psu shipped to site (B)(4) 2015. Medtronic investigation of suspect cable int scu to psu, returned on (B)(4) 2015, finds that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported the navigation system is functioning normally; camera cable was visibly damaged.